Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The lesion was located in the calcified min-distal right coronary artery (rca). The guide wire was successfully advanced to the lesion. The catheter, however, was unable to cross the lesion; therefore, the catheter was withdrawn. Upon withdrawal, the shaft of the catheter broke. The balloon and distal shaft remained within the vessel and guide. A second balloon was introduced into the guide in order to trap the wire and balloon. The balloon and separated portion of the catheter were removed. The procedure was not completed due to this event. No patient injuries or complications were reported. Patient status is listed as "fine".